Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 72 hours. The patient went to his doctor who diagnosed the infection. No medication or treatment was provided and the patient was told it would heal on its own. After a couple of weeks it healed on its own. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.